Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that patient faced an event of occlusion alarm on 16-oct-2024. Patient reported that the occlusion was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.